Manufacturer narrative:
One (1) "used" goldvac push button pencil was returned to conmed corporation for evaluation. The device was examined and functionally tested in the laboratory. Visual inspection found no visible defects or damage associated with the returned device. The handpiece was tested using a electrosurgical generator for function. The handpiece cut and coag buttons were actuated several times and appear to have normal tactile response. The internal dome switches gave characteristic click-on/click-off feedback. No auto-activation was observed while either holding or resting the handpiece. The alleged problem of "device was activating with very little pressure against the drape" therefore cannot be duplicated or verified. A review of the lot history record could not be performed, as the lot number was not provided by the end-user facility. A 2-year review of the device complaint history showed twenty-one (21) similar reports of "self-activation." During the same 2-year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). It should be noted, of these twenty-one (21) complaints there have been two (2) that were reported resulting in patient burn. Both of these burn cases were incidents where the physician placed the recently used electrosurgical pencils on the flammable patient drape. The goldvac pencils are designed to be used in conjunction with conmed goldvac ultraclean electrodes. The goldvac pencil, when used with an effective smoke evacuation system, removes smoke plume from the surgical site. The pencil enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. Maximum voltage is not to exceed 5.5 kv peak. Safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with electrosurgical equipment be read, understood, and followed in order to ensure safe and effective use of the equipment. To reduce the risk of patient/user injury the instruction for use (IFU) of the goldvac pencil provides the following precautions and warnings: always place unused associated electrosurgical accessories in a safe insulated location such as in the provided holster when not in use. These devices should be inspected before each use and should not be used if damage is found. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps or significant discolorations. Verify that the electrode is fully and securely seated in the handpiece before use.

Event description:
The facility reported that during use of the goldvac pencil in a c-section procedure, the surgeon reportedly noticed that the device was activating with very little pressure applied against the drape. It was further reported that the setup for this surgeon includes a drape that has pockets to secure different types of devices. This drape houses the plastic holster that comes with the goldvac pencils. However, the surgeon does not always return the device to the plastic holster while inside the drape and that this alleged incident occurred when the device was not inside the plastic holster. As reported, no patient burn had occurred and the procedure was completed as planned with no adverse effect noted. In this case, the surgeon's concern is that the device was activated without being pressed by a finger and when inadvertent pressure was applied to it. Despite the attempts, to date no additional information received regarding patient demographics (age, weight, gender).